Manufacturer narrative:
Additional information provided: device manufacture date.

Manufacturer narrative:
Although requested, the affected devices have not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported at 0615 an infusion of pitocin (rate not provided however a range between 2mg-6mg) in 100ml increased by 2 mg increment's was initiated. At 0845 the user noticed the bag was emptied. The device settings were verified with the charge nurse and it was found to be correct. There was no report of a leak or patient harm reported.

Manufacturer narrative:
The customer¿s report of an infusion infusing faster than expected was not confirmed. The pcu event log shows that at 6:00 am on (B)(6) 2016 the device was programmed to infuse oxytocin_induction 6 unit in 100 ml at 2 ml/hr. The infusion ran until 8:52 am when the system was shut down and powered off. During the infusion, the rate was changed to 4 ml/hr, 6 ml/hr, 8 ml/hr and 10 ml/hr, and the device alarmed for air in line once, at 8:20 am. The volume recorded as being infused during this period was 16.643 ml. The device was received in overall fair condition with the instrument seal intact; a small crack was noted in the lower door hinge. Functional testing found the pump module to be delivering fluid within specification. The starting volume of the fluid container cannot be determined through device logs. The root cause of the infusion infusing faster than expected was not identified. No disposable products were returned for investigation.